Event description:
During laparoscopic surgery of the patient, the tip of the suture assist was detached. Doctor immediately saw and removed all the pieces from the surgical area. We checked for completeness of the instrument. Manager was informed.